Manufacturer narrative:
The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release.

Event description:
The customer reported that a CT lucia 621p iol (intraocular lens) was implanted and due to the need for an anterior vitrectomy, the surgeon had to explant the lens. A new lens was placed in the anterior chamber. There was no malfunction of the lens, the lens was only removed due to the vitrectomy. No patient harm was reported.